Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient underwent an endovascular procedure. A gore® dryseal flex sheath was utilized for access in the left groin. Following the procedure a thrombosis of the left external iliac and common femoral artery occurred. This was stated to be procedure and sheath related. On (B)(6) 2018 a thrombectomy was performed.